Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). An 8mm pericardial effusion was noted prior to the procedure. A 27mm closure device placement was attempted but after several recaptures it was removed from the patient and a 24mm closure device was successfully implanted after one recapture. Post procedure, the 8mm pericardial effusion was observed to have remained the same as prior to the procedure. One month post procedure the patient presented with unknown symptoms and the pericardial effusion remained. A pericardiocentesis was performed and 300 to 500cc of fluid was drained. The patient was expected to make a full recovery.